Event description:
Complainant alleged that the medics were attempting to defibrillate a pt (age and gender unknown), but when the shock was delivered, the pt jerked and a spark was observed emanating from the anterior electrode. The pads were then removed from the pt, and fresh electrodes were applied to the pt and treatment was continued without further incident. The complainant indicated that there was no adverse effect on the pt as a result of the reported event. The complainant reported that the used electrodes were discarded subsequent to the event, as they were contaminated with vomitus. The complainant's facility did return to zoll 16 sets of unused electrodes from the same lot number of 1800.